Manufacturer narrative:
H6: corrected data . Component code; investigation findings code.

Event description:
On (B)(6) 2012, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. Non-gore bare metal stents (luminexx) were implanted to reline bilateral legs. The patient tolerated the procedure. On (B)(6) 2021, it was reported that bilateral common iliac became aneurysmal in the treated area. Endoleaks were noted bilaterally. The bilateral internal iliac arteries were embolized, and additional stent grafts were deployed to extend the device to bilateral external iliac artery. The patient tolerated the procedure.